Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem appeared again.